Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was electively explanted and replaced. In addition, the ipg site was relocated.

Event description:
Follow-up identified the issue resolved with relocation of the ipg.